Manufacturer narrative:
Return requested. Replacement device shipped to site (B)(6) 2015. Medtronic investigation of returned suspect device finds that the ratcheting handle has the end cap broken off, as reported. Otherwise, the handle accepts instruments without issue and the ratcheting mechanism functions normally. Physical damage - pieces broken hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the site had a small ratcheting handle that the silver cap had fallen off. No further details regarding the damage, or how it occurred, were provided. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Mfg date now provided.